Event description:
During product service by a field service technician, a flo-gard infusion pump was found to have a cracked direct current power supply. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the event. Functional testing revealed that the alternating current (ac) icon did not turn on. The cracked power supply was identified during visual inspection. The cause of the condition was determined to be the cracked power supply. To correct the condition, the power supply was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.